Event description:
It was reported that the spinal cord stimulator system had never worked since implant. The patient was having surgery on her femur. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 3998, lot# v006011, implanted: (B)(6) 2006, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).